Event description:
It was reported that the patient experienced inadequate stimulation, discomfort and a burning sensation. Additionally, the patient experienced a new pain in the lower back when stimulation was turned on. High impedances were displayed on multiple contacts. The device stimulation was reprogrammed, however, the issue did not resolve. An x-ray taken displayed the lead had migrated out of the epidural space and was broken into two pieces. The device remains implanted in the patient, however, the patient is anticipated to undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear fixation; upn: m365sc43180; model : sc-4318; serial : n/I; lot: 27370037. Product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7050124. The explanted lead sc-2317-70 lot# 27370037 has not been returned. However, a review of the x-ray images provided from the field revealed that the lead migrated out of the epidural space and the distal array was fractured. It appears that excessive mechanical force was exerted onto the lead when it migrated, thus resulting in the distal array damage.

Event description:
It was reported that the patient experienced inadequate stimulation, discomfort and a burning sensation. Additionally, the patient experienced a new pain in the lower back when stimulation was turned on. High impedances were displayed on multiple contacts. The device stimulation was reprogrammed, however, the issue did not resolve. An x-ray taken displayed one lead had migrated out of the epidural space and was broken into two pieces. The device remains implanted in the patient, however, the patient is anticipated to undergo a lead replacement procedure. Additional information was received that the patient underwent the replacement procedure. The lead pieces and clik anchor were removed and replaced with a new lead and clik anchor. The physician noted that the right eyelet on the clik anchor had torn from the body tissue with tissue attached. The physician also stated that the clik anchor had been fixated on loose tissue and did not include enough of the fascia during the initial implant procedure. Postoperatively the patient was administered morphine for an excess of pain and the patients device was programmed.

Event description:
It was reported that the patient experienced inadequate stimulation, discomfort and a burning sensation. Additionally, the patient experienced a new pain in the lower back when stimulation was turned on. High impedances were displayed on multiple contacts. The device stimulation was reprogrammed, however, the issue did not resolve. An x-ray taken displayed one lead had migrated out of the epidural space and was broken into two pieces. The device remains implanted in the patient, however, the patient is anticipated to undergo a lead replacement procedure. Additional information was received that the patient underwent the replacement procedure. The lead pieces and clik anchor were removed and replaced with a new lead and clik anchor. The physician noted that the right eyelet on the clik anchor had torn from the body tissue with tissue attached. The physician also stated that the clik anchor had been fixated on loose tissue and did not include enough of the fascia during the initial implant procedure. Postoperatively the patient was administered morphine for an excess of pain and the patients device was programmed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear fixation, upn: m365sc43180, model : sc-4318, serial : n/a, lot: 27370037; product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7050124. Lead sc-2317-70, serial: (B)(6) remains implanted in the patient. The returned clik x anchor was analyzed and revealed that one section of the lead distal array is still within the clik x anchor and one of the eyelets is torn. The returned lead sc-2317-70, lot: 7056505 was analyzed and revealed that the distal array was completely separated from the lead body. The distal electrodes were split into multiple pieces. One section of the distal array is still within the associated clik x anchor. A review of the x-ray images from the field revealed that the lead migrated out of the epidural space and the distal array is fractured. It appears that excessive mechanical force was exerted onto the lead when it migrated out of position, thus resulting in the distal array damage. A product labeling review identified that the lead and clik x anchor were used per the instructions for use IFU product label. Additionally, lead migration is noted within the IFU as a potential risk associated with the use of the device. As stated in the IFU, lead migration can result in undesirable changes in stimulation and subsequent reduction in pain relief and if unpleasant sensations occur, the stimulation should be turned off immediately. Temporarily, there may be some pain in the area of the implant as the incisions heal. Patients should be instructed that if discomfort continues beyond two weeks, they should contact their physician.